Event description:
It was reported that the pump touch screen was cracked, unresponsive or unreadable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.